Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the connection to the last bag during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment. The patient reported the last bag connection was not tight enough. Fluid was also seen on the cart shelf. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised on how to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred at the connection between the safe lock adapter and baxter bag during the last fill of treatment. The patient tightened the connection as much as possible, but it still felt as if it was not fully tightened. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the adapter and bag were discarded and not available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the connection to the last bag during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment. The patient reported the last bag connection was not tight enough. Fluid was also seen on the cart shelf. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised on how to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred at the connection between the safe lock adapter and baxter bag during the last fill of treatment. The patient tightened the connection as much as possible, but it still felt as if it was not fully tightened. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the adapter and bag were discarded and not available to be returned to the manufacturers for physical evaluation.